Event description:
As reported, the 56 year old male patient had an initial left tka on (B)(6) 2018. The patient was revised on (B)(6) 2024 due to a failed logic poly insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation as they were disposed at hospital. No other patient information/medical history reported

Manufacturer narrative:
Section d10: concomitant products 4009297 - 02-010-04-0350 - logic cr femoral por, right, sz 5 4904073 - 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t unassigned - 200-00-00 - knee item-misc 5307224 - 200-02-38 - three peg patella 38mm 5132334 - 201-78-15 - holding pin mini sharp point 4 pk 5340585 - 521-78-23 - threaded pin size 2.3 collared 5340591 - 521-78-23 - threaded pin size 2.3 collared 5082672 - 521-78-36 - threaded pin size 5.1 collarless 12001017079 - a10012 - gps implant kit v2 additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, instability, or any combination of these, which led to prosthesis wear. However, this could not be confirmed as the device was not returned for evaluation.